Event description:
It was reported that, patient was experiencing lateral pain and losing motion. Patient was revised to a 6/11mm cr liner after soft tissues were released.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.